Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure with placement of a 3.0 x 15 mm xience v, implanted in the left main and extending into the proximal left anterior descending (lad) artery, and a 3.5 x 15 mm xience v, implanted in the left main and extending into the proximal circumflex (cx) artery. On (B)(6) 2014, the patient was re-hospitalized with angina and diagnostic coronary angiography was performed. In-stent restenosis was noted in both xience v stents. On (B)(6) 2014, the patient was discharged. On (B)(6) 2014, the patient was rehospitalized for coronary artery bypass graft (CABG) surgery. The patient was discharged to home on (B)(6) 2014 in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The other xience v stent referenced is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. There was no reported device malfunction and the product was not returned. The reported patient effects of stenosis and angina are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.